Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 203 mg/dl at the time of incident. Customer treated their blood glucose with a bolus. Troubleshooting found the customer had an air bubble in their reservoir. Was also found the customer did not have a bent cannula after removing their infusion set. The customer also declined to perform a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.